Event description:
The complainant reported that a placement signal not reliable alarm occurred. Impella and automated impella controller were working appropriately. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show ¿placement signal not reliable¿ alarm appearing 3.5 days after pump start, and remaining unresolved for the duration of the case (12 days). Shortly before console was powered down, a controller error and 5s parameters recorded in log were failing specification (light parameter of 0.5v corresponds to no light on the detector). Lt log data indicates that during that time optical contrast had erroneous values between -3000 and +3000, and the signal-to-noise ratio (snr) was close to 0. This pattern is consistent with loss of light on the optical bench detector. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.